Event description:
It was reported that during device change out for eri, externalized conductors were observed on the rv lead. The lead was capped and replaced on (B)(6) 2018. The patient was asymptomatic.